Manufacturer narrative:
Additional information: h6: type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim#: (B)(4).

Manufacturer narrative:
Device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found no visible damage and residue/debris on the product. Dimensional inspection found the lens to be within specifications. Functional inspection found the returned lens did not meet original values measured at the time of manufacturing. Corrected data: 4627 explant added for correction. Claim# (B)(4).

Manufacturer narrative:
H6: work order search: 1 similar complaint within associated lots was found. Claim# (B)(4). Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -16.0/2.5/176 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2023, the lens was removed and later replaced a same length size lens due to refractive surprise. The problem was resolved. Cause of the event was unknown. Reportedly, "the patient went to the hospital for preoperative examination of icl surgery on (B)(6) 2023. The examination found that there was a significant difference between computer optometry and comprehensive optometry, and repeated comprehensive optometry results were consistent. According to the comprehensive optometry results before surgery, the visual acuity could reach normal corrected vision. Postoperative visual acuity: 1.0 in the right eye and 0.6 in the left eye. Computer optometry showed that both eyes were under correction for astigmatism. Three months after surgery, the patient reported a decrease in binocular vision, and repeated computer optometry resulted in undercorrected myopia and astigmatism in both eyes. The sufficient diopter was corrected to 1.0. After communicating with the patient, the patient underwent lens replacement surgery. Bilateral ticl lens replacement surgery was performed on (B)(6) 2023. Postoperative vision improved, with slight corneal edema. The patient was instructed to take medication on time and undergo regular follow up."